Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump was inaccurate. Reportedly, the customer had not modified the date. The customer's blood glucose level was 111 mg/dl. Tandem technical support assisted the customer with modifying the date to the correct setting.